Event description:
The manufacturer service technician reported that the locking mechanism has come unthreaded from the housing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.